Event description:
A cartridge alarm was reported by the customer, which occurred during pumping. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. As a corrective action, customer technical support arranged for a replacement pump and sent an out-of-warranty loaner pump after discussing the agreement with the customer and receiving the completed form.